Manufacturer narrative:
The ae was found in the professional journal of opthalmic plastic & reconstructive surgery. The article contained two patients who developed a necrosis post caha injections. An MDR will also be filed on the other patient MDR 2135225-2010-00007. Ophthalmic plastic & reconstructive surgery. Vol. 25. Number 6. Case reports journal article.

Event description:
A (B) (6) woman was injected with a syringe of caha in the nasolabial folds. The caha was mixed with 0.3cc of lidocaine without epinephrine, and an epidermal cooling device for anesthesia was used. Later that day she developed marked pain and swelling over the right nasolabial fold, which evolved in a suppurative wound. Examination showed ecchymosis and necrosis in the distribution of the angular artery. The wound was cultured, and she was started on keflex 500mg orally four times a day. No pathogens were isolated, so she was also started on a medrol dose pack. Three weeks later, the skin was completely epithelialized. After microdermabrasion and hydrocortisone ointment, the area of necrosis significantly improved in four months. The patient recovered well and had minimal scaring.